Event description:
Approximately 8 months after implantation, it was reported that the ICD failed to interrogate. No adverse patient events were reported.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test proved the device functions to be as specified. The returned data amount to a video as well as pictures of the ICD and the lead during the explantation procedure. These images clearly showed a lead insulation damage proximal to the connector, as mentioned in the complaint description. Furthermore, the images of the ICD housing showed a mark indicating an arc over from a high voltage lead conductor during a shock delivery into an external short circuit, most likely caused by the damaged lead insulation. This led presumably to a damage of the ICD itself, which yielded the clinical observation. Despite the above mentioned evidences, a final root cause investigation can only be performed by the analysis of the ICD itself. It was reported that the device will be returned to biotronik for analysis. As soon as the device becomes available, the investigation as well as the analysis report will be updated.